Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was confirmed. The customer contacted olympus technical assistance support (tac) via phone. Technical assistance center (tac) provided remote troubleshooting. Elizabeth schmucker 6142075725 biomed called in to report the e402 on their cv-190. Customer had to swap out due previous cv-190 not getting a video image, giving common error e402. The facility is getting the error now. Starting a test case in the provationmd software. Customer reseated the cable and now the unit is working as intended. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue had occurred in installation. There was no report of patient involvement.